Event description:
A customer reported that they obtained high readings on their adc meter. The customer reported that they obtained a reading of 185 mg/dl compared to 100 mg/dl with a lab meter within a 10-minute timeframe. When plotted on a parkes error grid, the results fell in the 'c' zone, showing the difference in values are considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested for investigation. A follow-up report will be submitted when the investigation is complete.